Event description:
The customer reported that after a gastric sleeve procedure had been performed, the patient needed to be brought back to the operating room due to bleeding from the greater curvature of the short gastric structure. The bleeding was controlled with covidien endo stitches and argon gas. The customer stated that no alarms were heard during the usage of the device. A blood transfusion was administered to the patient due to the bleeding. The patient is reported as having recovered from the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.